Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The main coil and the introducer sheath were returned for this complaint. The introducer sheath was inspected and no damages were found. Twist lock was opened. The main coil was stretched, kinked and the interlocking arm was detached. No more damages were found. Microscope inspection was performed and revealed that the interlocking arm of the main coil was detached. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the coil became stuck in the catheter. An 8mmx20cm interlock-35 coil was selected for use in the iliac artery. During the procedure, three coils were used, however, the second coil was stuck in the middle part of the catheter when deployed. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed main coil interlocking arm detachment.